Event description:
It was reported that there was a revision procedure 7 months post implantation due to loosening of the stem inside of the femur. The procedure was completed using a new stem. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D6a: (B)(6) 2022. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted h3 other text : device location is unknown.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4. D4: expiration and UDI. G3. G6. H2. H6: proposed component code: mechanical (g04)- stem. H10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing for the stem. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left total hip arthroplasty with heterotopic ossification surrounding the joint space as well as findings suggestive of loosening of the femoral component proximally. A definitive root cause cannot be determined for the stem loosening. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.